Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that the patient underwent a second surgery for the purpose of "rod lengthening on idiopathic scoliosis". During the second procedure, it was noted that the "tip of the set screw was damaged and the surgeon couldn't release the setscrew and proceeded to the distraction on the rod". No further details are known at this time.

Manufacturer narrative:
A review of radiographic images show ap and lateral x-rays of a complex scoliosis case with overlapping rods help by two dominos on each side. The construct spans from about t2 to the sacrum. It is reported that the set screws within the dominos were damaged to the point where they could not be adequately loosened for lengthening of the construct. This damage reportedly occurred at the hand of another surgeon and there is not data regarding that surgery. These films do not show the dominos with sufficient detail to determine set screw strippage or position. The construct appears to be in good overall position. The rods are contoured such that they could not be lengthened further without sliding the dominos together on both rods, requiring complete loosening of the dominos. The dominos are damaged to the point where revision is not possible without drilling out the screws.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.